Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion quattro extraction balloon. During the balloon sweep, the balloon ruptured. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed a portion of the balloon material has detached from the catheter. The balloon material has splits near the joints and has detached from the catheter. The balloon component is made from a material that is soft and flexible. The balloon material is cylindrical in shape and is secured to the catheter at both ends (balloon joints). The joints where the balloon is secured to the catheter remain intact, but the balloon material has split near both joints entirely around the circumference, creating the detachment of the balloon material. The detached balloon material is estimated to be 10mm in length and was not included in the return. If the ruptured balloon material caught on the elevator of the endoscope during removal of the balloon catheter, this could have caused detachment of the balloon material as observed. An actual product discrepancy or anomaly that could have contributed to balloon material rupture and subsequent detachment was not observed during our analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the products from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. The likelihood of this type of report is remote. Conclusion: the information provided indicated the balloon inflated properly prior to use. Therefore, the balloon was intact and functioning prior to advancement through the endoscope. Balloon material damage can occur if the balloon has come into contact with a sharp object, such as a sharp stone, or possibly a burr in the endoscope channel. Damage to the balloon material can occur if the balloon was inflated in excess of the recommended inflation volume. The instructions for use direct the user to attach the enclosed syringe to the stopcock (which is attached to the inflation port) to inflate the balloon. Damage to the balloon material can also occur if added pressure was applied during extraction. The instructions for use direct the user to gently withdraw the inflated balloon toward the papilla. The instructions for use contain the following warning: "do not exert excessive pressure on ampulla while extracting stones. If stone does not pass easily, reassess need for sphincterotomy." Prior to distribution, all fusion quattro extraction balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate personnel have been notified of this occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. Customer quality assurance will continue to monitor for complaint trends.